Event description:
A peritoneal dialysis (pd) patient reported a cycler that was powering down unexpectedly. The reporter stated that when the cycler switch is turned on, the switch on the back turns off on its own, requiring the patient to repeatedly turn the cycler on multiple times until it finally stays on. This issue has been occurring for the past four months. The patient was not connected during these incidents, and the display was blank. Additionally, the patient reported that the cycler has been noisy during the entire treatment for months, describing the noise as a loud, humming computer sound. The cycler was sitting on a liberty cart. The reported issues are not a result of the supplies. The fresenius technical support representative advised discontinuing the use of this cycler and confirmed a cycler replacement due to the power-down issue. It was noted that at least one full treatment has been completed with this cycler. There was patient involvement reported, but no patient injury or illness. Upon follow up, it was confirmed that the patient was able to complete treatment on the reported day performing manuals and on the following days. The patient then was able to receive the new cycler machine. There was no harm or adverse event reported, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Voltage verification check failed. Failure traced to a damaged power entry module. Replaced power entry module. Cycler is now able to power on/off properly. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code [2008] which reflects the transformer has [p155] insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. Accelerated stress test was performed and encountered a stalling and grinding motor pump b. Visual inspection of the lead screw revealed a degraded condition of the grease. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.